Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, silicone migration, rupture.

Event description:
Healthcare professional reported right side "pain, silicone migration in lymphnodes, and rupture" diagnosed via MRI. Device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported right side "pain, silicone migration in lymphnodes, and rupture" diagnosed via MRI. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ silicone migration: unable to observe since it is not related to the device. ¿ rupture: not observed. ¿ pain: unable to observe since it is not related to the device. As per the investigation procedure deformation wear abrasion device was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "pain, silicone migration in lymphnodes, and rupture" diagnosed via MRI. Device has been explanted and replaced with a non-abbvie device.